Manufacturer narrative:
(B)(4). Date sent: 8/15/2024. B3: event year only reported: 2024. D4 batch #: unknown. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested and the following was obtained: patient 1: tracheal perforation 1st postoperative day after isthmusectomy. Postoperative day 2: primary closure of a small perforation, drains (neck, pleural suction drainage right). Antibiotics. Discharged one week later. Doing well. No long-term effects to be expected. What is the surgeon¿s experience with the har9f? The surgeon is using the harmonic technology and especially the har9f since many years what is the surgeon¿s experience with harmonic technology? See above. What was the indication of the procedure? Thyroidectomy. Can additional information be provided by what is meant by ¿heat lesions on the trachea¿? Patient 1: tracheal perforation 1st postoperative day after isthmusectomy. Postoperative day 2: primary closure of a small perforation, drains (neck, pleural suction drainage right). Antibiotics. Discharged one week later. Doing well. No long-term effects to be expected. What heat management techniques were used throughout procedure to minimize the production of heat? No further information available. How was it determined that the lesions were created by heat from the har9f or the har9f device itself and not another surgical instrument? The hospital is using additionally bipolar foreceps and is investigating on that side too. Approximately, how far was the distal blade and clamp arm from the trachea during activation? No further information available. Was the active blade up or down when working near the trachea? No further information available. Is any culture information available from the wound infection? No further information available. Is the surgeon interested in speaking with ethicon personnel about the issues that have occurred? No information. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that after a thyroidectomy there were heat lesions on the trachea occurred in patient 1 ¿ 2 weeks postoperatively.

Manufacturer narrative:
(B)(4). Date sent: 9/4/2024 corrected data: d4 UDI # generator log review summary: ¿ review was conducted on generator log for gen11 serial # (B)(6) with software revision 2018-1 ¿ har9f device manufacturing batch and serial #¿s were not available with the complaint. Therefore, all har9f device connections on the generator were assessed. ¿ there were 22 har9f device connections observed on the generator log. 21 of the device connections appear to be unique device attachments. One device experienced a handswitch fault which required reconnection. One device was attached and not used. ¿ a comprehensive review of all activation data was conducted. The subject complaints described potential thermal injury. Therefore, the assessment focused on attributes that may indicate the potential for abnormal thermal accumulation. O activation time ¿ longer than usual activation times increase the propensity for thermal accumulation. Greater than or equal to 8 seconds was used as the criteria. O att time ¿ this attribute is the time from att tone alerted by the generator to when the user ends the activation. Longer att times increase the propensity for thermal accumulation as the blade of the device is active against the tissue pad with little to no tissue in the jaws. Att time greater than or equal to 4 seconds was used as the criteria. Normal reaction time is 1 second or less. 4 seconds is when the tissue pad begins to soften. O total energy ¿ larger than usual energy delivery increases the propensity for thermal accumulation. Greater than or equal to 90 j was used as the criteria. ¿ with the exception of the device that was not used, all har9f devices had identified activations that exhibited the criteria described above. There were some values that have the highest likelihood of creating thermal injury. These values typically saw high activation times, high att times and high total energy with a few exceptions that were a subset of these criterion. These conditions are typically a result of prolonged activation of the blade against the tissue pad with little to no tissue in the jaw.